Event description:
It was reported that a faradrive steerable sheath clear that was selected for a pulsed field ablation procedure to treat a persistent atrial fibrillation exhibited air ingress. During the procedure, air was noted in the flush port of the sheath. The physician attempted to aspirate the sheath, but air still persisted in the flush port. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.